Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.50 x 48 mm synergy xd drug-eluting stent was deployed, a proximal stent edge dissection was observed via fluoroscopy. The dissection was covered with another stent and the procedure was completed without any patient complications.